Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product ethicon suture, involved caused and/or contributed to the adverse events described in the article, specifically hematoma? What was the indication for the endoscopy? What was the surgical complication? Did the ethicon devices caused or contributed to the early and late postoperative complications? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic adjustable gastric banding procedure between (B)(6)2009 and (B)(6)2013 and the suture was used as gastro-gastic serosa-to-serosa suturing to secure a band. The patient experienced early postoperative complications included hematoma, food intolerance and/or infection. It was possible that the patient experienced late postoperative complications included food intolerance, band removal due to weight loss failure or weight regain and/or symptomatic gallstone disease. It was also reported that the patient underwent an endoscopy. Additional information has been requested.